Event description:
It was reported that the customer was already admitted to the hospital for a non-diabetic event and their physician removed them from the pump. Reportedly, the pump was "giving too much insulin and causing the customer to have lows". Customer declined follow up from tandem technical support. No additional information was provided.